Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced asystole which was documented on the external monitor while the patient was in intensive care for unrelated issue. It was noted that this patient had crtd device as his bundle with left ventricular (lv) lead in the his and the right ventricular (rv) lead as shock and backup pacing lead. The patient had permanent atrial fibrillation (af). Upon review, the rv lead showed increase in threshold values at 4.2v. All other lead measurements were within range. The provocation testing showed no noise on any of the lead. It was suspected that the asystole was lvpp inhibiting lv pacing while rv pacing's output was insufficient for pacing the ventricle. As the rv pacing output was already sufficiently increased, no further programming was recommended. This device currently remains in service. No adverse patient effects were reported.